Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including a surgical lead (implanted cervically), on (B)(6) 2011. Postoperative, the pt was reportedly doing well; however, two hours later, the pt reportedly lost movement and feeling in both arms and both legs. The pt was taken back to the operating room for an explant. During the procedure, the physician found a hematoma had formed underneath and around one of the leads. The scs system was explanted and discarded by the facility. The pt has fully recovered from the event but, will not be reimplanted. No add'l info is available.